Event description:
It was reported that a 5x40x135 armada 35 balloon dilatation catheter was advanced without resistance over a non-abbott guide wire into a non-abbott 5-french shuttle sheath to a moderately calcified lesion in the non-tortuous distal superficial femoral artery without resistance. Dilatation was completed with one inflation to an unspecified pressure. While applying negative pressure using a non-abbott inflation device, the armada balloon was slow to deflate. The armada was then pulled back to another lesion just proximal to initial lesion and dilatation was completed with one inflation to an unspecified pressure. While applying negative pressure using the non-abbott inflation device, the armada balloon was, again, slow to deflate. The armada was able to be partially deflated then wedged back into the sheath by pulling on the armada while drawing negative pressure. The armada, guide wire, and sheath were all removed as a single unit, and the procedure was considered completed. There were no adverse patient sequelae and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis, therefore, the difficulty in deflating the balloon could not be confirmed. A search of the lot history record indicated no related non-conformance records for this specific lot. Without the product to examine, a definitive cause for the reported balloon deflation and removal difficulties cannot be determined. However, since an expanded related record review and investigation indicates a potential product issue related to slow balloon deflation, further assessment per site operating procedures was performed and corrective and preventive actions are being put in place to prevent further recurrence of this issue.

Manufacturer narrative:
(B)(4). Guide wire: 035 grand slam. Sheath: cook 5-french shuttle sheath. The device is not returning. The lot number was provided. Review of the device history record is forthcoming. A follow up will be submitted with all relevant information.